Event description:
Patient at home with increased vad alarms, notified vad team and was instructed to come into the hospital. Upon arrival to ed it was noted that the vad controller had multiple alarms, but no display. Alarms cleared with immediate return of driveline fault banner but no wrench and no alarm sound. With manipulation of driveline, a low flow alarm sounded but did not display on controller. Log files and xrays obtained showed damage to an external section of the driveline. Driveline braced with tongue depressors. Abbott engineers notified. Abbott engineers performed driveline repair on (B)(6) 2024. No further alarms noted.